Event description:
It was reported that during a diagnostic procedure, the catheter kinked while attempting to cross the aortic root. Attempts to straighten were unsuccessful. The entire system was removed without incident. No pt injuries or complications occurred.